Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on may 15, 2006 that a jagwire guidewire was used in a endoscopic retrograde cholangiopancreatography procedure in 2006 (male patient; age and weight are unknown). According to the complainant, the jagwire was introduced into the cannula through the endoscope. The device was in the common bile duct when it was observed that the tip of the jagwire was damaged. The tip was reportedly "peeled off." The procedure was successfully completed using another jagwire device.no serious injury was reported as a result of this event. The patientâ¿¿s condition was reported to be â¿¿satisfactory.â¿¿